Manufacturer narrative:
Date received by manufacturer: 3/20/2019. Device evaluated by manufacturer? Yes, device returned to manufacturer? Yes. Device evaluation: a visual inspection was performed on the returned product. Lubricant material residues were observed in the cartridge. The cartridge tube was observed cracked and the tip was found damaged/deformed. The reported issue of tip damaged was verified. However, due to the condition in which the sample was returned it is no possible to determine that the reported issue is related to the manufacturing process. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided.  If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip being used with a lens model, zcb00 monofocal iol (intraocular lens) was observed damage by an experienced surgeon during handling, but prior to insertion. It was also noted that error has been rule out at that time. Reportedly, there was no patient involvement nor injury reported. No additional information provided.